Event description:
The bed-check alarm was on patient's bed. The patient had both legs hanging off the side of the bed and the bed-check was not alarming. The bed-check was plugged in and had passed the qa check. After inspection by bio-med the bed-check main unit was functioning properly. But the mat the patient was laying on was not working and did not sense weight. If mats are bent or folded at any point, the sensors can malfunction.======================manufacturer response for bedcheck, bedcall (per site reporter).======================bed-check had the diagnostics run on it.